Event description:
(B)(4).

Manufacturer narrative:
The prismaflex control unit was not inspected and no treatment data card files from the prismaflex control unit has been provided. The prismaflex machine was not sequestered. It remains for clinical use. The root cause of the reported event remains unk.